Manufacturer narrative:
H3 / h6) a manufacturer representative went to the site to test the imaging system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and imaging modalities. The representative investigated the reported issue of poor image quality but could not reproduce the problem. Preventive maintenance (pm) image quality testing was performed with no issues. No hardware parts were replaced. The system performed as intended. Codes b01, c13, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were continued imaging system-image quality issues, particularly in the axial view at the superior end of the construct, as noted by the surgeon. There was no surgical delay reported. There was no impact on patient outcome.

Event description:
See h11.

Manufacturer narrative:
H6) the following fdd was not coded a090204 applies to (artifacts/scatter/blurry) particularly visible in axial image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: unknown h2) additional information: please see the additional codes section for updated annex g code. H2) correction: the following statement was submitted in the initial regulatory report (#: for this event in h11, h6) a manufacturer representative went to the site to test the imaging system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and imaging modalities. The representative investigated the reported issue of poor image quality but could not reproduce the problem. Preventive maintenance (pm) image quality testing was performed with no issues. No hardware parts were replaced. The system performed as intended. Codes b01, c13, d02 apply." This statement should have included codes: b01, c19, and d14 associated and submitted with it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.